Manufacturer narrative:
An outside united states (ous) customer contacted a siemens customer care center to report a discordant elevated high-sensitivity troponin I (tnih) result that was obtained on a patient sample on an atellica im 1300 instrument. Quality controls (qcs) recovered within ranges and calibration was valid on the day of the event. The customer sent the patient sample to the main lab (central lab) for review by chemical pathologists. The lab performed interference studies, and interference was detected. The interpretation of results section of the atellica im high-sensitivity troponin I (tnih) instructions for use (IFU) states: "results of this assay should always be interpreted in conjunction with the patient¿s medical history, clinical presentation, and other findings." The limitations section of the atellica im tnih IFU states: "values obtained with different assay methods cannot be used interchangeably. Interpretations using serial measurements should be based on results obtained with the same assay method. The measured concentration of ctni in a given specimen can vary between assays due to differences in assay design and methodology." Siemens has completed the investigation. The customer observed an unexpectedly elevated atellica im high-sensitivity troponin I (tnih) result (>IFU 99th% 45 pg/ml) on one male serum sample with a low/normal result on an alternate method (0.00, 0.01 ug/l). Qc was in range at the time the sample was run, and the patient sample results were reproducible: atellica im initial result 91 ng/l (99th% male serum = 53.53 ng/l), repeated in duplicate (89.1, 88.8ng/l). This indicates a sample/patient specific incident. The sample was also run at the main lab facility post igg immunosubtraction ¿ this result was not provided by the laboratory however they noted interference was detected. This would indicate an abnormal antibody was present which caused the unexpected elevated atellica im tnih result. Per the atellica im tnih IFU: "samples from patients receiving preparations of mouse monoclonal antibodies for therapy or diagnosis may contain human anti-mouse antibodies (hama). Such samples may show either falsely elevated or falsely depressed values when tested with this method. Patient samples may contain heterophilic antibodies that could react in immunoassays to give falsely elevated or depressed results." No sample was available to be sent to siemens for further investigation into any sample interferents that could cause the elevated result. The atellica im tnih method is a high sensitivity troponin I method, versus the alternate method which is a point of care conventional sensitivity troponin I method. Results from different methods are not interchangeable due to differences in assay specificity and sensitivity. There is no expectation that atellica im tnih and other alternate methods for troponin will have similar results. The customer is operational. The atellica im high-sensitivity troponin I (tnih) is performing as intended. A product performance issue has not been identified. No further evaluation of the device is required.

Event description:
A discordant elevated high-sensitivity troponin I (tnih) result was obtained on a patient sample on an atellica im 1300 instrument. The discordant result was reported to the physician(s), who questioned the result. The sample was repeated on the same instrument in duplicate and tested with the ctni assay on an alternate non-siemens instrument. The repeat results and the alternate method results were lower than the initial result. The results from the alternate method were also reported to the physician(s) with a comment that there may be interference. There are no known reports of patient intervention or adverse health consequences due to the discordant elevated high-sensitivity troponin I (tnih) result.